Event description:
Customer reports receiving a false positive troponin t for one pt sample. Sample was serum collected in a bd 13x100 vacutainer tube. Initial result from primary tube gave 0.255 ug per l, which was reported. The emergency room called requesting the sample be rerun. The sample was repeated three times, twice from the primary tube which gave <0.010 ug per l both times, and the third repeat was run from an aliquot of the primary tube which also gave <0.010 ug per l. User phoned the doctor in charge of the pt with the corrected result of <0.010 ug per l. No info was provided to determine if pt was adversely affected. If add'l info is rec'd, appropriate notification will be provided.